Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 36 and 48 hours. It was reported after the patient had taken a shower the pod adhesive had failed to adhere and the pod's cannula had become dislodged from the infusion site. As treatment, the patient monitored their blood glucose levels and administered insulin via manual injections.